Event description:
The customer stated that she was treated by the paramedics after her blood glucose levels dropped to 15 mg/dl. The customer stated that she discontinued using the insulin pump and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.